Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted right atrial (ra) implant. Upon placement, capture could not be achieved. The helix was retracted and lead repositioned. After several attempts, the helix would no longer extend. The lead was removed and tested in the sterile field wherein the helix could be extended/retracted without issue. The physician made a final attempt to place the lead but remained unable to extend the helix. The lead was removed once more, and an alternate lead implanted without issue. The attempted lead was discarded following the procedure and is not available for return. No adverse patient effects were reported.